Event description:
During implantation it had to be moved to another position in the heart which resulted in pericardial effusion which led to the death of my mother. She did not survive the implantation of the device.